Event description:
Report received from (B)(6) stating that the device had an issue with heating. The device was not being used during surgery. It is unknown if injury or medical intervention were reported. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was not confirmed. (B)(4) evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was tested and found to meet all performance specifications, including temperature assessment, and no problems were noted. If additional information is received, a supplemental report will be sent. (B)(4).